Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is going into standby-on it's own.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) kept going into standby with a weird alarm they have not heard of. Patient involvement ids unknown. A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate the reported failure. Fse found that issue reported is catheter restriction alarm causing pump to go standby. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.